Manufacturer narrative:
Date of event and therapy date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 3006705815-2019-02774. It was reported that the patient's leads had migrated following a fall. In turn, surgery occurred to explant and replace the leads, which addressed the issue.